Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the attempted left ventricular (lv) lead dislodged. The lead was removed and replaced. It was also reported that the attempted passive fixation right atrial (ra) lead dislodged and could not be fixed. The lead was removed and an active fixation lead was then placed. No patient complications have been reported as a result of this event.